Event description:
The surgeon inserted the micl13.2 implantable collamer lens on (B)(6) 2012 and the lens unfolded upside down once in the eye. The lens was removed and the back up lens was implanted without any patient injury. The reporter stated the incident was the result of improper loading of the lens.

Manufacturer narrative:
(B)(4) lens unfolded upside down. : evaluation, results: visual inspection of the returned lens showed a haptic was torn and a piece of the haptic was missing. There was evidence of a clear surgical residue. (B)(4).